Event description:
It was reported that revision surgery was performed. Prior to revision surgery the patient reported sensations of squeaking and grinding.

Event description:
Femoral stem remains implanted, all other devices were exchanged.